Event description:
The initial reporter stated that the pump was over infusing. At the time of the complaint there was no indication that the pump was infusing at a rate that mmdg would consider reportable. When the pump was returned to mmdg for evaluation the up occlusion alarm did not alarm as expected. It failed to alarm. The pump did also over infuse. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump strain beams had failed which caused the up occlusion alarm to fail. The pump also required calibration to correct the over infusion the pump was serviced to correct this issue.